Event description:
A copy of the medwatch report was received from FDA which states, ¿placed patient on 20 meq of potassium chloride via secondary set and using guardrail on the IV pump. The med an hour infusion. Within 5 minutes the med was almost completed. Unsure if infused in patient or back flushed in primary tubing. Patient denies chest pain/shortness of breath - placed on tele, charge and md notified.¿ there was patient involvement but unknown impact.

Manufacturer narrative:
At the time of the reported field action, customers were notified. Device repair or returns were handled within the scope of the field action. No further information is available as this is a retrospective report based on field action affected serial numbers dating back to 2011. Device not available for evaluation.

Event description:
A copy of the medwatch report was received from FDA which states, ¿placed patient on 20 meq of potassium chloride via secondary set and using guardrail on the IV pump. The med an hour infusion. Within 5 minutes the med was almost completed. Unsure if infused in patient or back flushed in primary tubing. Patient denies chest pain/shortness of breath - placed on tele, charge and md notified.¿ there was patient involvement but no harm.

Manufacturer narrative:
Correction : describe event or problem. Omit : e2401 - insufficient information, f24 - insufficient information, c20 - no findings available, d15 - cause not established. Additional information: unique identifier (UDI) #, medical device serial #, concomitant med prod data, device manufacture date, imdrf annex a, b, c, d, e, f codes and manufacturer narrative . A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.